Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records did not contain a history and physical, admission assessment, progress notes, lab/diagnostic data on admission or dialysis treatment notes for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The medical records did not indicate the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for peritonitis (B)(6) 2016. The patient was in the process of moving and was not following proper aseptic technique. The patient's peritonitis was associated with pantoea (gram negative bacilli). The patient was treated with cefepime; her abdominal pain improved and she was discharged.